Event description:
Customer reported having a bg of 355 mg/dl so she bolused 6.1 units of insulin. Five minutes later, the pdm read "high" (> 500 mg/dl) and she deactivated the pod. The customer reported the "cannula popped out" and the adhesive was wet. The pod was worn for 1.5 days. No product was returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bg levels. A dislodged cannula would likely prohibit insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. This allows users to act promptly and appropriately to high or low bg levels. Product lot qualification records were reviewed and found to have met all acceptance criteria.